Event description:
New information received notes that the rv lead has had continued rising impedance and capture increases. Lead cap and replacement is anticipated but no intervention has been performed.

Event description:
It was reported when a patient presented remotely via merlin.net transmission, an alert for high voltage lead impedance on the rv lead was observed. Upon interrogation in the clinic, stable hv and pacing impedance was noted. Lead impedance testing with isometrics yielded no impedance change. The lead remains implanted and will be monitored. No further information is available.

Manufacturer narrative:
This supplemental report is to correct the initial MDR that decreasing in sensing was also observed on the rv lead. Usage of device was missing on the initial report. This supplemental report is to correct and indicate the correct information.

Event description:
A decrease in sensing was also observed on the rv lead.